Manufacturer narrative:
Pt information has not been made available at this time.

Event description:
It was reported that cic pro clinical information center (cic) failed to produce an audible alarm for a pt experiencing bradycardia followed by asystole. The pt was discovered to be cyanotic and unresponsive and a code was called at 19:43 on (B)(6) 2011. The pt was revived and placed on a ventilator but later expired at 20:06. The site reports that the bedside monitor alarmed as expected, but there was no audible alarm capability at the cic station. The site's biomedical engineer was called in to check the equipment and could not get the cic to audibly alarm. He changed out the speakers and the system still could not audibly alarm. The biomedical engineer rebooted the cic and the system then started audibly alarming as expected. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.